Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s device was no longer working. The patient reported that they did not have therapeutic benefit when it was working. It was noted that the patient had frequency urgency and urge incontinence. The patient needed to have an MRI performed, so the system was explanted on (B)(6) 2019. No further complications are anticipated.